Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The phone call was listened to for clarification. After listening to the call, found that the customer had been without the pump all day long because he ran out of insulin. The customer stated that he gave himself a 30 unit injection that evening, which made his blood glucose levels drop as he had been without insulin all day. The customer stated that he did not go back on the pump until the next day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. During troubleshooting and site was removed, customer was able to deliver insulin, but when connected, customer would receive more no delivery alarms. Customer reported that serter was lost and inquired if inserting manually was causing no delivery alarms. Customer's blood glucose was 335 mg/dl which was treated with manual injection. Customer's blood glucose dropped to 20 mg/dl due to running out of insulin. Customer declined troubleshooting for high blood glucose. Customer was educated on proper insertion technique.